Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. There was a pump a vs pump b volume error alarm in fill 3 of 4. The patient reported that fluid was found when the cassette was removed from the cycler. There was fluid in the module area and on the external part of the cassette. A new cycler was issued to the patient. Upon follow up, the patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient performed manual treatments until the new cycler arrived. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. There was a pump a vs pump b volume error alarm in fill 3 of 4. The patient reported that fluid was found when the cassette was removed from the cycler. There was fluid in the module area and on the external part of the cassette. A new cycler was issued to the patient. Upon follow up, the patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient performed manual treatments until the new cycler arrived. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.